Event description:
It was reported to boston scientific corporation that a amplatz superstiff urological guidewire was used in a percutaneous nephrolithotomy and nephrolithotripsy (pcnl) procedure. According to the complainant, during the procedure, an amplatz superstiff guidewire was positioned with the patient's left kidney. A cook kumpe catheter was loaded onto the guidewire. On x-ray a kink would be seen at the distal end of the cook kumpe catheter and was removed by rotating the catheter. The outer coil of the amplatz superstiff guidewire became uncoiled and was removed from the patient. The procedure was successfully completed with a second amplatz superstiff guidewire. There were no complications and the patient's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned amplatz superstiff guidewire revealed an MDR-reportable malfunction of the corewire being fractured in two places. The MDR is based upon the evaluation results.

Manufacturer narrative:
(B)(4). The suspect device, an amplatz polytetrafluoroethylene (ptfe) .038 (floppy) guidewire was returned and visually inspected. It was observed that the ptfe coated coils were severely stretched at the distal section. The core wire was fractured adjacent to the ball weld and severely bent and fractured 2cm from the first fracture. Both fractured sections were sent to sem (scanning electron microscopy) fracture analysis. The sem results revealed within the primary and secondary distal and proximal fracture sites, evidence of compression and tension indicative of a bending action. In the primary site, the fracture surface exhibited elongated dimple ruptures and smeared material in a tear direction. The secondary site, the fracture surface exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted on the fractures. Based on the analyses performed, it was concluded that the primary fracture site closest to the ball weld was due to a bending overload. The secondary fracture site was due to a torsional overload in a bending moment. A device history record (DHR) review was performed which contains the production history of a finished device and found no anomalies that are related to the failure.